Event description:
It was reported that the device shows to be at eol (end of life) and that the device had one long charge time of greater than sixteen seconds. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that there were two patient alerts for out of tolerance sub-threshold lead impedance on (b)96) 2010. The weekly pace lead impedance trend data shows varying impedance and spike increases for maximum right ventricular (rv) pace = 576 to 2384 ohms with ranges between (B)(6) 2010 and (B)(6) 2011. There was a battery voltage long charge time, not elective replacement indicator (eri) (tachy). One patient alert triggered for an excessive charge time on (B)(6) 2011. The programmer data s2d file _983000 shows that the device reached end of life (eol) on (B)(6) 2011, with a charge time.